Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced physical pain, stomach and vaginal pain, persistent infections, urinary incontinence, and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: it was reported that due to mesh erosion, infections and pain, patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary incontinence, odiferous urine, and urinary tract infection. It was reported that patient underwent mesh incision, cystoscopy, and removal of bladder stone on (B)(6) 2013 by dr. (B)(6) due to bladder stone mesh and erosion into the bladder. It was reported that patient underwent transvaginal exploration with excision of eroded mesh, repair of bladder, cystoscopy and left double-j stent placement on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion into the bladder with stone formation.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary incontinence, odiferous urine, and urinary tract infection. It was reported that patient underwent mesh incision, cystoscopy, and removal of bladder stone on (B)(6) 2013 by dr. (B)(6) due to bladder stone mesh and erosion into the bladder. It was reported that patient underwent transvaginal exploration with excision of eroded mesh, repair of bladder, cystoscopy and left double-j stent placement on (B)(6)2014 by dr. (B)(6) due to vaginal mesh erosion into the bladder with stone formation.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to fibrotic band, stress urinary incontinence and vaginal pain the patient underwent excision of fibrotic vaginal mesh in 2007. On (B)(6) 2012, the patient underwent surgery to release fibrotic band/paravaginal adhesions, transvaginal tape release, excision of mesh and release of periurethral band due to stress urinary incontinence and vaginal stricture. (B)(4) - vaginal stricture. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01136. The same patient is represented in each medwatch.